Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2019. (B)(6) was reportedly not explanted for evaluation. It was reported that due to hospital policy, no further information would be provided. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28apr2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. Due to hospital policy, no further information would be provided.